Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 38mm synergy ii drug-eluting stent was advanced or treatment; however, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 38mm synergy ii drug-eluting stent was advanced or treatment; however, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. The crimped stent was examined and there were no issues noted. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent profile was measured and the result is within the specification. The balloon cones were examined and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.